Event description:
It was reported that the patient had injured the side of his head in an accident. During the initial surgery in 2006, the doctor inserted the electrode into the wrong place while trying to insert an electrode into the scala tympani. During the second operation in 2007, the doctor took out the electrode, intending to insert it into the correct place, however, during the insertion, the surgeon cut off an electrode and so had to use the back-up device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.